Event description:
It was reported to tyco healthcare/kendall in 2002 that a customer had sustained a clean needlestick. According to the customer an uncapped insulin needle was in the box and the customer was stuck when taking the needle out the box for use.